Event description:
It was reported that a display issue occurred. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Internal visual inspection was performed and passed. Charge and boot test was performed and failed due to receiver perpetually rebooting. The allegation was undetermined due to receiver perpetually rebooting. No injury or medical intervention was reported.